Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "no insulin flow when priming."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned (8) open 5mm, 31g pen needles without the tear drop label or inner shield. Customer states that there is no insulin flow when priming. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "no insulin flow when priming."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "no insulin flow when priming."